Event description:
Following a venipuncture procedure, the rn/employee acquired a needlestick injury from the recoil action following a difficult separation of the device from the luer adapter holder. The rn was stuck by the end of the needle that appears to be inadequately shielded by the height/depth of the holder. On 11/18/96 the exposed rn was administered a baseline blood draw and started on prophylactic triple dose therapy within four hrs of incident. Source pt is known hiv positive.